Event description:
On (B)(6) 2011, patient reported the down button on the infusion device was not functioning properly. This was first noticed 1 week prior to the report when patient had difficulty decreasing her bolus amount and viewing the bolus history. The down button still functions intermittently, is not flat, and pops up after it is pressed. Infusion device was not dropped. Patient boluses approximately 8 times per day. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.